Manufacturer narrative:
An event regarding infection involving an unitrax head was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: medical records were not received for review with a clinical consultant. Device history review: DHR review was satisfactory. Complaint history review: there have been no other similar events reported for the lot or sterile lot. Conclusions: the reported event could not be confirmed with the limited information provided. Further information such as patient information, medical records, operative notes and pathology reports are required to further investigate this event. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patient had the original surgery on (B)(6) 2016 and became infected. The dr. Did a wash out and replaced components as needed.

Manufacturer narrative:
Additional devices listed in this report: description: cat: 64951202, description: gmrs prox fem trochanteric rht, lot: ejkth1; 64956070, gmrs extension price 70mm, axx4d; 6942-6-065, unitrax v40 sleeve +0mm (std), 47430701. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient had the original surgery on (B)(6) 2016 and became infected. The doctor did a wash out and replaced components as needed.